Manufacturer narrative:
Device picture review: one still image/photograph of the device was provided for review. The image showed the catheter after use. The balloon was radially broken and separated in two pieces. The distal portion of the balloon was corrugated and wrapped. (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use an admiral xtreme balloon dilatation device to pre-dilate a lesion in the subclavian of a patient. No issues noted during removal from packaging or during device preparation. It was reported that a circumferential/radial balloon burst at 18 atms occurred, at 1 inflation with normal inflation, balloon burst at 8 seconds of being inflated. Difficulty was also reported removing device/balloon following balloon inflation. The surgeon had to do a cut down and retrieve the tip of the catheter and balloon. The device was moved or repositioned in the lesion prior to the burst. Full retrieval of the balloon was achieved. The procedure was completed using another admiral xtreme balloon with no issues reported. No further clinical sequelae reported for this event.

Manufacturer narrative:
Additional information received: it was reported that a physician was attempting to use an admiral xtreme balloon dilatation device to pre-dilate a lesion in the subclavian vein of a patient. The balloon was inflated to rated burst pressure on first inflation over a period of 8 seconds. The pressure was then increased to 18atm whereby the balloon burst. 7fr sheath used not 6. No resistance noted when crossing lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.